Manufacturer narrative:
The insulin pump passed displacement test. However, the device alarmed during basic occlusion test due to slightly loose drive support disk. The device was received with minor scratches on lcd window, broken reservoir tube lip, cracked battery tube threads, and cracked belt clip slot.

Event description:
It was reported that the customer received a compromised force sensor system alarm. The customer also reported that insulin was squirting out during manual prime. It was also mentioned that drive support cap is protruded. Customer's blood glucose level at the time 329mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.